Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter. The following information was provided by the initial reporter: material no: 381411. Batch no: 0176999. They found black specs on the inside of the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-22. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation.  Bd received one unit and four photos. During the visual/microscopic examination it was observed that black specks were embedded within the needle cover, confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup and mitigate the occurrence of this defect; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter. The following information was provided by the initial reporter: material no: 381411, batch no: 0176999. They found black specs on the inside of the packaging.